Event description:
It was reported that a user experienced hyperglycemia with cgm reading ¿high¿ and a confirmatory fingerstick of 377 mg/dl while using the ilet system; the user replaced infusion supplies before contacting support and reported no leaks, kinks, or other discernible infusion set issues, and troubleshooting education was provided with guidance to allow 1 to 2 hours for glucose regulation. Symptoms included hyperglycemia. Outcomes included the need for troubleshooting and monitoring without hospitalization. Investigation included a customer interview and troubleshooting focused on infusion set function and system use. Investigation of this case revealed no confirmed device malfunction or infusion set failure, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive and could not be determined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.